Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) and clip open during efaa were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿two (2) fluoroscopic still images were provided. The first image ("(B)(4)") was taken during active use of the second cds (reported device). The cds is positioned over the valve with the delivery catheter (dc) extended ~2 cm. The l-lock shaft of the dc is located within the clip arms, however, the tip of the l-lock shaft cannot be discerned in the image; it is unclear if the image was taken just prior to deployment or immediately after mechanical separation, before retracting the dc shaft. The second image ("(B)(4)") was taken post deployment of the second clip. Two deployed clips can be visualized with no cds or sgc in view. In both fluoro images, the reported clip appears to have an arm angle of ~25° - 30° which is near the high end of the typical range of clips implanted per the instructions for use (10° - 30°). While this is an estimation based on visual assessment with the unaided eye and is not confirmed, it is apparent that the second clip (reported device) is opened to a larger degree than the first clip (no reported issue) but does not appear to have excessive opening of "approximately 40 to 50 degrees", as reported. An observed clip arm angle change of >10° occurring post deployment (mechanical separation) would be indicative of a post deployment cowl. However, as the second clip (reported device) presents with a consistent arm angle in both images provided, a clip arm angle change during / post deployment cannot be confirmed to assess for post deployment cowl via cine evaluation. There are no other observations based on the images provided.¿

Event description:
Subsequent to the previously filed report, additional information was received: prior to deployment, while establishing final arm angle (efaa), the mitraclip xtw clip opened to roughly 50 to 60 degrees. The clip was reclosed to degrees. The clip was then deployed, but immediately after deployment, the clip opened to roughly 40 to 50 degrees.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip was inserted and deployed on the mitral valve. A second mitraclip xtw was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened from 20 degrees to roughly 40 to 50 degrees. It was noted the clip remained stable on the leaflets. The procedure was completed with two clips implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.